Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector end of the lead was received for analysis. The insulation was found to be split at 6.5 cm from the connector; the insulation was also found to be wrinkled in the same region. (B)(4).

Event description:
This report is to advise of an event observed during analysis.